Manufacturer narrative:
Product complaint (B)(4). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by the field, during a stent-assisted embolization, an enterprise2 4mmx16mm (B)(6) became impeded in a prowler select plus 150/5cm microcatheter (606s255x, 30555492) and could not be advanced anymore. The stent was removed with the microcatheter together. The physician observed that the microcatheter (mc) was kinked and the tip of stent was deformed. Both devices were changed and a new microcatheter and stent were used to complete the procedure. There was no patient injury report. Two pictures were provided; however, no relevant details were observed in the pictures. A non-sterile unit enterprise2 4mmx16mm was received for evaluation. The device was inspected, and it was noted that only the delivery wire was returned. It was inspected and no visual damages were noticed. The functional analysis could not be performed due the stent was not returned for analysis. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the lot 6216422. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Impeded in microcatheter with loss of cerebral target position is a is a known potential product failure associated with the use of the device. The received device was visually inspected, and it was noticed that only the delivery wire was returned for analysis. For this reason, functional test could not be performed. Customer complaint could not be confirmed. A device history record evaluation was performed, and no non-conformances were identified. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) does contain the following recommendations: ¿ if resistance is met during manipulation, determine the cause of resistance before proceeding. ¿ do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. ¿ if resistance is felt while recapturing the stent, do not continue to recapture the device. Withdraw the infusion catheter slightly to unsheathe the stent (without exceeding the recapture limit), and then attempt to recapture the stent again. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and the evidence presented by the returned device; however, it is possible that clinical and procedural factors, including device manipulation and device interaction, may have contributed to the reported failures and damages on the returned system. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Event description:
As reported by the field, during a stent-assisted embolization, an enterprise2 4mmx16mm (encr401612, 6216422) became impeded in a prowler select plus 150/5cm microcatheter (606s255x, 30555492) and could not be advanced anymore. The stent was removed with the microcatheter together. The physician observed that the microcatheter (mc) was kinked and the tip of stent was deformed. Both devices were changed and a new microcatheter and stent were used to complete the procedure. There was no patient injury report. Two pictures were provided; however, no relevant details were observed in the pictures.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. (B)(6). The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. This is one of two products involved with the complaint and the associated manufacturer report numbers are 3008114965-2021-00601. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.